Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical nephrectomy, when firing, they had problem loading the device. It locked but managed to get it on. The reload was not able to fire, the surgeon was able to press the green button and squeeze the handle. The surgeon said the stapler fired without laying any staples but also did not have a knife divide tissue. They grabbed a new reload to complete the case. There was no patient injury.